Manufacturer narrative:
Device not available for eval.

Event description:
The device was used during a diagnostic laparoscopy procedure. Reportedly, the seal disengaged from the instrument. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.